Event description:
Medallion states the tub door would not stay shut. Needs new door handle part number 3620b tub model ih3750 serial number (B)(4). Customer will pack all up in one box and send it back so we can quality inspect.